Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal rectum procedure, there were no staples fired, but the knife blade still cut, and the anvil cannot be tilted after firing. The space between the cartridge and anvil was closed and the green bar was visible in the indicator window. The staples were dropped into the patient's cavity and removed with hand tools. The anastomosis line was not formed and the tissue was damaged. Due to the problem experienced, instead of stapling, the anastomosis line was sutured with a column and this prolonged the operation time.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was broken. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. It was reported that the anvil did not tilt, remained in the firing position and was difficult to remove. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Another unreported condition was identified: the safety latch was broken as a result of rough handling. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to squeeze the handle fully during the firing may result in unacceptable staple formation and /or an incomplete knife cut. An incomplete knife cut may result in difficulty removing the stapler from the patient, and unacceptable staple formation may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. The safety will not release if the green bar is not visible in the indicator window. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: removed rfr, fdd for staples did not deploy medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.